Event description:
The device was used during an unspecified procedure. Reportedly the pouch tore while trying to remove the specimen through the umbilical site. The surgeon was able to retrieve the specimen without injury to the pt.